Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device analysis is inconclusive and incomplete at this time. However, the device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.